Event description:
Reprise IV trial. It was reported that left bundle branch block (lbbb) occurred. The patient was enrolled in the reprise IV trial in (B)(6) 2019 and the index procedure was performed on the same day. The patient was on a prior regimen of aspirin and other antiplatelet medication. Prior to the index procedure, heparin or other anticoagulants were given. A loading dose of aspirin was given on the day of the index procedure. A lotus introducer was placed, then the aortic valve was treated with a balloon valvuloplasty and subsequent deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. Two (2) days post index procedure, the patient developed lbbb. It was further reported that the event of lbbb led to prolongation of existing hospitalization. No diagnostic procedure was performed for the event. During index procedure, the subject received loading doses of 243 mg of aspirin and 300 mg of clopidogrel. Five (5) days post the index procedure the event was considered recovered/ resolved with sequelae. Eighteen (18) days post the index procedure the event the patient was discharged from the hospital. Thirty-four (34) days post the index procedure, during the protocol specified discharge/post procedure visit, tte revealed aortic valve area of 0.73 cm^2, mean aortic pressure gradient of 30 mm hg with 64 % ejection fraction and moderate aortic regurgitation.

Event description:
(B)(6) trial. It was reported that left bundle branch block (lbbb) occurred. The patient was enrolled in the (B)(6) trial in (B)(6) 2019 and the index procedure was performed on the same day. The patient was on a prior regimen of aspirin and other antiplatelet medication. Prior to the index procedure, heparin or other anticoagulants were given. A loading dose of aspirin was given on the day of the index procedure. A lotus introducer was placed, then the aortic valve was treated with a balloon valvuloplasty and subsequent deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. Two days post index procedure, the patient developed lbbb.